Event description:
Customer reported 6 potentially false positive results on their alinity m sars cov-2 assay. The customer stated they received positive results on several sampls on (B)(6) 2021. The customer noticed they had a late cycle threshold (CT) and were afterwards repeated with newly collected nasal/throat swabs. The samples were reran on an unknown platform, and the results were negative. The customer stated they would run the initial samples that came up positive to double check. The molecular application specialist (mas) downloaded log files from abbottlink. The curve analysis showed normal amplification curves with a late CT value. The results were reported outside the laboratory, since there was no indication that the instrument or reagent had malfunctioned. Per the customer, all questionable samples had a post-covid status which would explain a very late and low amplification. The customer stated the correctness of the results reported by the alinity were not questioned, but the clinical interpretation was difficult to confirm due to the results being so close to the cutoff, the customer did not have a process on how to deal with the late amplification results. There was no further communication from the customer or the patient if there had been any impact to patient management due to this observation. Although the customer was not questioning the reported results, this event will be processed as worst case scenario of false positive results. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run involving the sample identification (sids) in question was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. There is no indication of abnormal amplification curve displaying in the fam channel. Review of the customer data found that there is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 522894 is performing outside of established design performance specifications. The cycle numbers (cns) of 6 false positive samples are near to the assay limit of detection (lod) in both the 1st and the 3rd run and samples were negative during 2nd run. All questionable samples had a post-covid status which would explain a very late and low amplification. These samples are not discrepant, but rather resulted in different results due to post-covid state and second samples being from fresh collection and partially being tested on different systems with different sensitivity. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 522894 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 522894 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522894. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 522894. The complaint history review didn't identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 522894. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78- 090) lot 522894 was not identified.